Manufacturer narrative:
Concomitant medications ((B)(6)2010): pre-procedure medications included lovastatin, folic acid, plavix, baby aspirin, levoxyl, ranitidine, tramterene, aspirin.concomitant medications ((B)(6)2010) during the procedure: heparin, levophed, dopamine and midodrine.concomitant medications ((B)(6)2010) post-procedure: lovastatin, folic acid, plavix, aspirin, synthroid, hydrea, ranitidine, rozerem and midodrine.this is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00410 and 9610978-2010-00109.

Manufacturer narrative:
Please note that this corrected report is submitted because the previous supplemental report did not include the @ sign and therefore, the evaluation codes will not be visible.

Manufacturer narrative:
The report received from the (B)(4) study indicated that pre-procedure, there was an air embolism that caused a transient ischemic attack in the patient that resolved with no residual deficit. The cause of the air embolism is unknown. The sheath used was a cook medical 6 fr side arm introducer set. A 4x20mm aviator plus balloon was used for pre-dilatation. CT did not show any signs of an infarct. After having a stent placed in the left internal carotid artery the patient experienced hypotension. Levophed and dopamine were administered and at discharge she was neurologically intact with blood pressure of 120/70. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hemodynamic depression during and after carotid artery stenting procedures is a well-known potential adverse event associated with the carotid stent implantation procedure and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00410 and 9610978-2010-00109.

Event description:
It was reported that the brakes were not operating properly on this bed. No injury was reported.

Event description:
The report received from the (B)(4) study indicated that pre-procedure, there was an air embolism that caused a transient ischemic attack in the patient that resolved with no residual deficit. The cause of the air embolism is unknown. The sheath used was a cook medical 6 fr side arm introducer set. A 4x20mm aviator plus balloon was used for pre-dilatation. CT did not show any signs of an infarct. Postoperatively, the patient had low blood pressure and all her blood pressure medications were stopped. She was started on levophed and dopamine. At discharge she was neurlogically intact with blood pressure at 120/70. Pta was performed on a 90% occluded lesion in the ostium of the left internal carotid of 15mm in length in a 6.0mm vessel diameter. The lesion was characterized as arch ii, moderately calcified (circumferential), eccentric with moderate vessel tortuosity. The lesion was pre-dilated. A 6mm medium support angioguard embolic protection device was successfully deployed. Then a 9x30mm precise pro rx stent was successfully deployed at the target site. The angioguard was successfully retrieved and there was no debris in the basket. The residual diameter stenosis measured 10%.